Manufacturer narrative:
No unresponsive buttons were noted on the insulin pump; however, the unit had moisture on the keypad traces. The following cosmetic damage was found on the pump: broken battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; two buttons are not working. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that she went swimming but put the pump in a beach bag. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.